Event description:
Additional information received reported that patient had since had another surgery to replace the spinal segment of the catheter. The additional revision was done on (B)(6) 2012. As already reported, the patient had a previous replacement. The new newly placed catheter had become dislodged once again. The reporter stated that the catheter "just appeared to have dislodged from the intrathecal space". It was noted that the replaced catheter would not be sent back for analysis. The reporter had not further information. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported the distal segment of the patient's catheter had migrated. X-rays were performed and showed the catheter had backed out of the spine and was coiled up near the insertion site. The patient experienced pain, fluid collection at his spine near the original incision for the catheter insertions, and some increase in back spasms. It was noted the patient did not experience signs or symptoms of withdrawal. The pump was interrogated and the patient's dose was decreased to minimum rate. It was noted the pump was ''very difficult to interrogate.'' It was reported the patient was hospitalized but was stable. The device system was used to deliver baclofen.

Manufacturer narrative:
Product ID 8840, serial # unknown, product type programmer; physician product ID 8731sc, serial #(B)(4), implanted: (B)(6) 2012, product type catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was due to catheter dislodgement/migration. The catheter was pulled out of the spinal canal and was coiled within the subcutaneous tissue. It was noted that the patient had experienced swelling underneath lumbar wound. It was stated that since pump implant, the patient experienced extreme pain and spasticity. It was also stated since implant that the patient was unable to sit in chair and it had been a "disaster", as well as he could not sit up with the spasticity right in the area where the catheter was laying curled up "like a noodle". The reporter wondered if the anchor or catheter position was causing irritant since the patient had underlined multiple sclerosis (ms), which could have created some problem. It was indicated that the second catheter had migrated within one week. It was stated that the pump was currently turned off with saline and the catheter was "floating around the spine". It was noted that the patient went to another health care provider (hcp) who was a spasticity specialist. The drug delivered currently via pump was saline. The outcome of the patient was not provided.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Product ID, 8583 lot# serial# (B)(4), implanted: 2012 (B)(6), product type accessory. (B)(4).

Event description:
It was further reported that the patient experienced baclofen withdrawal and terrible discomfort and suffering of surgery related to the catheter dislodgements. Reportedly, the catheter was ¿ineffective¿ in this patient. It was noted that the first time the catheter dislodged the patient went to the emergency room and no one would ¿shut off the catheter.¿ a representative had come at 2 am to alleviate the patient¿s suffering.